Event description:
It was reported that the right atrial (ra) lead has dislodged with far-field r-wave (ffrw) oversensing and detecting small r-waves. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned and analysis was performed with no anomalies found. (B)(4).